Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. There have been no changes in the manufacturing process that would contribute to damaged blades. All knives are 100% inspected by trained operators using magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. The root cause for the dull knife experienced by the customer cannot be determined. However, it is unlikely that the damage occurred during the manufacturing process. (B)(4).

Event description:
A customer reported that a dull knife blade was experienced during a procedure. There was no patient harm. Additional information has been requested.